Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. The patient will visit his cardiologist and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): 04/2013- reuse, electrode belt (B)(4): 12/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was at home at the time of the event. The patient was conscious at the time of the event. The patient reports that he pressed the response buttons before the treatment was delivered. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient will visit his cardiologist and will continue to wear the lifevest.